Manufacturer narrative:
Additional information: it was later reported that the guidewire entrance was blocked and the 0.014 guidewire could not enter the stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one resolute onyx rx ptca balloon catheter to treat a lesion. There was no damage noted to the packaging. The device was not inspected. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that inflation difficulties occurred during stent deployment and the stent could not be deployed. The patient was reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: several kinks were noted on the hypotube. No damage was noted to the stent. The inner member was bunched from the proximal markerband advancing 1.2cm proximally. A 0.014inch guidewire and a 0.015inch mandrel were backloaded through the distal tip with resistance noted due to the bunching of the inner member. Deformation was noted to the distal tip. Device passed negative prep. The balloon was inflated to 12atm and maintained pressure with no issues noted. No other damage was evident to the remainder of the device. Additional information: the guidewire lumen in the balloon device was not flushed before use. A guidewire of length 190 cm was being used. The guidewire had been used successfully with a balloon. The guidewire was being back loaded through the tip of the ronyx device. Inflation difficulties did not occur in this event. A middle weight, non-medtronic guidewire was used during the procedure. The non-medtronic guidewire was inspected before use with no issues noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.